Manufacturer narrative:
One opened probe was received with a tip protector in a tray. At the time of receipt, the front engine housing was observed to be detached from the rear engine housing. The returned sample was visually inspected and found to be non-conforming, with the probe engine assembly broken at the front and rear housings. Functional testing was unable to be performed due to the visual condition of the probe. Further evaluation was performed to indicate if any of the tubing was occluded and if any damage was observed on the engine housing and/or associated components. No tubing occlusions were observed. Damage was observed to the outside of the front and rear housings as well as to the diaphragm. Further evaluation also indicated that the spacer was missing from the rear housing. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard. Gouge marks were observed at a couple locations along the inner cutter. The presence of adhesive was observed on the front and rear housings. The attached photo confirms that the engine assembly is broken. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirms that the probe engine was broken and also indicates that the engine components were damaged and the spacer was missing. Cut testing was unable to be performed due to the broken engine, and, therefore, the reported cut failure could not be confirmed. The most likely cause of the missing spacer and the damaged engine components is the broken engine housing. The root cause of the engine housing breaking cannot be determined from the evaluation performed; however, a manufacturing-related root cause cannot be ruled out. A non-conformance investigation was initiated in order to investigate the root cause of the broken engine housing. No additional action was taken by the manufacturing site since the reported cut failure could not be confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a burst noise heard and probe broke, and would no longer cut. It was not known which part of the cutter probe was defective, and the probe did not cut during the combined cataract and vitrectomy surgery. The probe was replaced, and the surgery was completed with no patient harm.